Manufacturer narrative:
Approximate age of device ¿ 2 years and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient remained in the hospital secondary to hemolysis and suspected pump thrombus. The patient was treated with IV angiomax and warfarin. On (B)(6) 2017, a ramp was ¿abnormal¿. The cavity size of the left ventricle was mildly dilated, and the systolic heart function was severely reduced. The aortic valve was opening with every beat. It was reported that the abnormal ramp study suggested pump thrombosis. On (B)(6) 2017, the patient's pump was successfully exchanged. During the exchange, the outflow elbow was examined and some ¿thin material¿ was found inside of the sintered portion. The surgeon removed the material and flushed the area. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 4.5 inches from the pump housing and the severed portion of the driveline was returned in two portions. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the proximal-side of the outlet stator revealed a large, non-laminated thrombus formation situated around the outlet bearing ball and in between the stator blades. The thrombus formation was not adhered to any surface. The lack of laminated layering suggests that the thrombus did not form at this location. Although its origin and duration of time for which it was present in the pump cannot be conclusively determined, the thrombus formation showed evidence of denaturation, and the circumferential contact marks on the outlet bearing cup and outlet cone section of the rotor, indicate that the deposition was present in the outlet stator for an extended period of time while the pump was operating. The remaining pump blood-contacting surfaces were free of any adhered thrombus or deposition. The thrombus formation found in the pump could have potentially contributed to the reported signs of hemolysis. The thrombus would have also created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of observed thrombus. A correlation between the findings of the evaluation of the returned pump and the reported malpositioned inflow conduit could not be conclusively determined. At some point during the disassembly, cleaning, and reassembly process, the threads on the pump housing were damaged. Although a specific point in which this damage occurred cannot be conclusively determined, review of the device history records indicates that the pump passed all inspection and testing at manufacturing. As a result of this damage, functional testing could not be performed on the returned pump. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: in addition to the abnormal ramp study suggesting pump thrombosis, the ramp echocardiogram performed on (B)(6) 2017 also indicated that the inflow cannula was malpositioned. It was reported that only the hmii pump was exchanged. The outflow graft and inflow conduit from the previous hmii pump remained in place.